Event description:
Rotational lock isn¿t working case type / application: tka - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.